Event description:
Patient requested a new pump, stated her old pump is allowing air bubbles to go through. Unknown if pt missed a dose; no adverse events reported; device available for return; unknown lot/expiration. No further information known. Pump is used to infuse privigen. Frequency: infuse 50 gm (500 ml) intravenously daily for 4 days every 4 weeks indication - chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by pt/caregiver.